Event description:
It was reported that this patient was at the hospital for non device related reasons. A check of the device was done due to the length of time between the last check. The technician noted a polarity switch and noise. Troubleshooting was done and it was noted that the right ventricular lead switched to bipolar configuration and the electrocardiogram went flat. Technical services (ts) instructed the technician to change to bipolar pacing and unipolar sensing, after which the right ventricular electrocardiogram was visible, and bipolar impedance measurements were stable. Ts instructed which provocation maneuvers to perform which showed out of range high pace impedance measurements on the right ventricular channel and low out of range on the right atrial channel. Once the patients arm was at rest the pace impedance measurements were normal. In addition, massaging the device header showed high out of range pace impedance measurements. An x-ray was suggested by ts. A possible terminal pin, header issue or a leads at header interface issue was suspected. Additional review of the x-ray images did not provide conclusive evidence concerning the header or lead connection. In the x-ray provided it was clear that the device was tilted thus making further conclusion difficult/impossible to determine. Further review of the provided history reports showed that the right ventricular lead safety switch was triggered in (B)(6) 2020 and the right atrial lead safety switch in (B)(6) 2021. Since (B)(6) 2021 atrial fibrillation events were recorded due to unipolar sensing. Atrial impedance measurements were high and out of range since (B)(6) 2020. Available right ventricular events showed myopotential noise resulting in oversensing as the lead was in the unipolar sensing vector. The root cause of this issue could not be determined, but a possible compromised integrity of both leads was suspected. To date the device was reprogrammed as the physician did not want to do a revision of the leads as the patient rarely paces and has possible dementia. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.